Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms while the customer was charging and not charging the pump. Reportedly, the pump was not exposed to extreme temperatures and the alarms continued to occur when disconnected to a power source. Customer¿s blood glucose level was not impacted. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue was identified in the pump logs; however, no failure was identified due to recessed pins on usb connector.